Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilation. However, it was noted that the protector tip was damaged, and the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was good.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. Inspection revealed no damage or irregularity. Inspection revealed that there was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. A pinhole was found to the balloon, located at the proximal waist. The tip of the device was damaged.

Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 1.20mm x 12mm emerge balloon catheter was advanced for dilation. However, it was noted that the protector tip was damaged, and the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was good.